Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm1) was returned for failure analysis, and the reported issue was confirmed but not replicated. In system logs, the 32137 error was found, indicating a pot to encoder fault on the yaw axis, confirming the fault occurred in the field. Upon visual inspection, the yaw searchlight single axis (slsa) was found to have residue on the sensor, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. The complaint was confirmed based on failure analysis. While the definitive root cause could not be established given the reported event could not be replicated, a possible cause per findings from failure analysis may be attributed to the surface contamination observed on the yaw slsa of the usm which may have impact on electrical communication.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the dv system was not used on this day. The issue was identified prior to starting the procedure - pre-anesthesia (at the time of draping). The procedure was converted to another dv system. By shifting the schedule of the patient¿s scheduled for another dv system to half a day later, two procedures were performed consecutively on the same day.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system before surgical ports placement, the universal surgical manipulator (usm1) yaw axis rotated clockwise when its instrument clutch was activated. Error 23137, indicating an issue with usm 1 axis 1, was present in the logs. The issue occurred during preparation. After performing an emergency power off (epo), error 23137 appeared to be cleared, but the symptom persisted. The customer determined whether to proceed with the procedure using a three-arm setup. The procedure was completed as planned with no known patient consequence reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm1) due to error 23137. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm1 for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The probable root cause of error 23137 points to usm1 axis1.